Event description:
It was reported that the patient presented to the hospital feeling ill. The system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.